Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. A definitive cause for the reported difficult to remove (stylet) could not be determined. Difficult to remove (stylet) may be attributed to several factors including, but are not limited to, outer diameter of the stylet, condition of the stylet, or accumulation of blood or contrast. Based on the information provided and without the device to examine, the reported difficult to remove (stylet) could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation by the tech, the stylet would not come out of the 3.0x28 mm xience skypoint stent delivery system (sds). The tech did not want to apply too much force, so this sds was not used for the procedure. No patient was involved with this device and no clinically significant delay. Another same size xience skypoint from the same lot was used to complete the procedure. No additional information was provided.